Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device was underweight, a broken shell, crease fold, and wear abrasion. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the posterior due to an unidentified tear opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is lymphedema. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side implant is uncomfortable, had a biopsy and an additional node sampling with 7 nodes, mild lymphoedema. Under the arm, to the left of the implant, it is very uncomfortable and feels like a hard spot, horrible problems with "animation deformity", difficulty lifting things and using muscles, has trouble sleeping at night, when lays down, it is uncomfortable. On recent lab work, eosinophil "cashionic" protein was high, basophils were high. Mch had been high, and is still high, has a candida overgrowth recently, has several tick borne infections, lyme disease and anaplasmosis, and does not know whether these symptoms are related to those diseases. Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional additionally reported left side rupture and "pericapsular erffusion."

Event description:
Patient reported "has difficulty lifting things and using her muscles. This all started over the course of a number of years. She does not know exactly when it started. She has trouble sleeping at night, because when she lays down, she is uncomfortable. On recent lab work, eosinophil "cashionic" protein was high, basophils were high. Mch had been high, and is still high. These are new lab developments," "she also has a candida overgrowth recently. Her anti-candida antibodies were elevated in her labs" and "she also has several tick borne infections. She lyme disease and anaplasmosis and does not know whether these symptoms are related to those diseases;" these events are not related to the device. Patient representative reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device.